Manufacturer narrative:
This report is submitted on february 21, 2017, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
It was reported that the zinc air battery "burst" during clinical programming on (B)(6) 2017. There was no allegation of injury associated with the issue and the patient was successfully programmed with a replacement device.